Event description:
The customer reported that during the functional test the heartstart xl+ did not detect the "front panel charge button press." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.